Manufacturer narrative:
Philips received a complaint about the philips heartstart mrx defibrillator indicating a high failure rate related to sparking. There was reportedly no patient involvement. A philips authorized service personnel (asp) identified a contributing factor to the occurrence of the issue, was due to prolonged high-energy discharge causing the contact points to burn, creating gaps which lead to discharge sparking. The paddles and paddle pocket plates were replaced to successfully resolve the issue and the device was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint about the philips heartstart mrx defibrillator indicating a high failure rate related to sparking. There was reportedly no patient involvement.

Manufacturer narrative:
H3 other text : customer did not respond to multiple attempts to obtain additional information.

Event description:
Philips received a complaint about the philips heartstart mrx defibrillator indicating a high failure rate related to sparking during use. There was reportedly no patient involvement. In an effort to resolve the issue, it was recommended to replace the paddles and paddle pocket plates. However, despite multiple attempts to request additional information regarding the cause of the reported problem and to confirm the resolution, no response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The device remains at the customer's site. No further action is warranted at this time.